Manufacturer narrative:
The following fields were updated due to a correction: h.1 imdrf annex b grid (5): b02 - testing of device from same lot/batch retained by manufacturer.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from one (1) device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd received one photo for investigation, which showed sleeve leakage. Additionally, ten retained samples were used for functional tests; all sleeves recovered as expected, and no leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. Bd initiated further root cause investigation relating to the issue sleeve function through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from one (1) device. No adverse impact was reported regarding the patient or user.